Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient complained of weakness and was admitted to the hospital. A computerized tomography (CT) showed an embolic stroke. While admitted, the patient started to have increased weakness and a decreased loss of consciousness. It was suspected that the vad "threw a clot" and the international normalized ratio (inr) was within normal limits. A repeat head CT showed a massive hemorrhagic stroke. The family withdrew care when realizing the stroke quickly evolved to a nonsurvivable hemorrhagic stroke and the patient subsequently expired.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. The reported thrombus event could not be confirmed due to insufficient evidence. Information provided by the site indicated that the patient complained of weakness and was admitted to the hospital. A computerized tomography (CT) scan showed an embolic stroke, and it was suspected that the pump "threw a clot." While admitted, the patient started to have increased weakness and a decreased level of consciousness. A repeat head CT scan showed conversion to a massive hemorrhagic stroke. The family withdrew care and the patient subsequently expired. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, device thrombus, stroke, and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus or neurological dysfunction events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.